Event description:
A visiting nurse called on behalf of the customer. She stated that the customer's blood glucose was tested using his breeze meter and the reading was 95 mg/dl. The customer was not responsive, so his wife called paramedics. The paramedics arrived about 10 minutes later and tested the customer's glucose at 20 mg/dl using their meter. The customer was taken to the hospital and kept for a few hours until his blood glucose level was stabilized. The advocate did not know if the customer was given any medication, but most likely, he was treated with glucose. The difference between the customer's meter readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer did not have any control solution, so troubleshooting was not possible. His meter and test strips are to be returned for eval. Replacement products were sent to the customer.